Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found within the bd plastipak¿ syringe. The following information was provided by the initial reporter, translated from french: it is a shiny substance partially present on the surface and/or edges of the black rubber of the plunger, reminiscent of a lubricant.

Event description:
It was reported that foreign matter was found within the bd plastipak¿ syringe. The following information was provided by the initial reporter, translated from french: it is a shiny substance partially present on the surface and/or edges of the black rubber of the plunger, reminiscent of a lubricant.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 2020-jul-07. H6: investigation summary: twenty-four 10ml luer-lock eurographics samples (p/n 300912) were received and evaluated. All twenty-four samples had minor presence of silicone present. All samples inspected were acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review was completed for provided lot number 1286249. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.